Event description:
The manufacturer received information alleging a ventilator service required error populating the screen. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Onsite service performed by field service engineer (fse), error code related to pressure was found during event log review. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). Fse replaced machine flow sensor, system printed circuit board assembly tubing, blower chassis tubing, low flow o2 tubing, and fio2 tubing to address the issue.